Event description:
It was reported that the pt underwent a device replacement due to a lead migration/dislodgement noted through x-ray. The pt's symptoms prior to the revision was a lack of stimulation. The pt received from the revision without sequela.